Manufacturer narrative:
Additional information was received stating that insulation damage was observed on this lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with a fast heart rate. The patient had been lost to follow up for two years. Device interrogation revealed a lead safety switch (lss) had been triggered on the right ventricular (rv) channel due to an out of range pacing impedance measurement. Additionally, oversensing was noted which resulted in pacing inhibition. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.